Manufacturer narrative:
It was reported that the foley catheter was placed (B)(6) 2018 at 08:00 am and was noted to be out approximately an hour later with the balloon no longer inflated. Per report, the foley catheter was used to provide a method of re-infusing high ostomy output into a lower mucous fistula (to maintain the patency, function and encourage maturation of the distal bowel, refeeding of stoma losses from a high ostomy into a lower mucous fistula may be considered). Reportedly, prior to insertion, the balloon deflated on first test but was then tested again and stayed inflated. Upon insertion to the patient, air (not saline) approximately 1.5 ml was used to inflate the balloon and surgeon "tugged" on catheter after placement to verify securement. It was reported that immediately after the incident, the surgeon re-inserted a new foley catheter and the patient is doing well right now. There was no serious injury reported related to the incident. The facility stated that this is an off-label use of the foley catheter. The sample was returned for evaluation and the reported issue was confirmed, however this was off label use. The foley catheter performed properly when used as intended. Due to the reported incident and in abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the foley catheter balloon, which was filled with air, would not hold inflation while in the patient.